Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height matrix drawer was failed. A field service engineer (fse) identified that the bus cable was not seated properly and caused the issue. Fse then reseated all drawer connectors, harness and interface point to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.2 repeatedly failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.